Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was unable to charge their implantable neurostimulator (ins). The manufacturer representative stated that no coupling bars were seen, even when using the antenna locate (al) feature. It was also reported that the patient was able to feel the outline of the ins and that the pocket site was slightly swollen. Troubleshooting steps were not possible as the manufacturer representative was not with the patient during the call, but had just seen them for their first post-op appointment. The patient was to follow up with their healthcare provider (hcp) in order to get an x-ray. It was noted that the issue started on the date of this report. Indication for use is spinal pain. Additional information was received from the manufacturer representative. It was reported that they used a second recharger to attempt coupling and had no success. An x-ray was performed on (B)(6) 2017 which confirmed that the implantable neurostimulator (ins) w as flipped in the pocket. The cause of the flip was unknown. Revision surgery to correct the ins orientation/pocket was planned but not yet scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.